Manufacturer narrative:
An event of device deformity during procedure was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. Information from field indicated that there was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 09 jan. 2024, a 20mm amplatzer septal occluder was selected for an implant. During the procedure, when pulling out the left disk in the left atrium of the heart, the occluder took the shape of a cobra. The physician withdrew the occluder from the sheath, rinsed it and tried to implant it again, but the occluder took the shape of a cobra again. The physician decided to use a larger 22mm amplatzer septal occluder, which also took the shape of a cobra. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Finally, the physician decided to use a non-abbott device that was implanted successfully. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna